Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the lots met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. As two gore® viatorr® tips endoprosthesis with controlled expansion were implanted manufacturer report number 3007284313-2026-04562 was sent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2026 from the viedoc study database: on (B)(6) 2023, this 61-year-old male patient underwent tips procedure for variceal bleeding. The patient was treated with a gore® viatorr® tips endoprosthesis with controlled expansion device to the portal vein by using a gore tips set. The study device was successfully delivered and deployed to create an intrahepatic shunt connection. As adjunctive procedure a second viatorr endoprothesis was implanted as the parenchymal tract was very long. On (B)(6) 2023, it was noted the patient had suspected hepatic encephalopathy grade 1 related to the disease. This event required hospital readmission on (B)(6) 2023 and required treatment. As type of treatment medication was mentioned. The adverse event was recovered / resolved without sequelae on (B)(6) 2023.